Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the catheter could not be sufficiently irrigated. During preparation for a procedure to treat atrial fibrillation an intellanav stablepoint catheter was selected for use. Prior to insertion some flush ports were occluded when attempting the fast flush; two or three were actually spraying and the catheter could not be properly flushed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The intellanav stablepoint catheter was not returned for analysis; however, a video was attached to the complaint. Media analysis of the video was able to confirm that some flush ports occluded. The reported clinical observations were confirmed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the catheter could not be sufficiently irrigated. During preparation for a procedure to treat atrial fibrillation an intellanav stablepoint catheter was selected for use. Prior to insertion some flush ports were occluded when attempting the fast flush; two or three were actually spraying and the catheter could not be properly flushed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.